Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
A complainant reported that a patient was being supported with an impella cp. However, the impella cp was escalated to an impella 5.5. During impella 5.5 support, it was reported that the flow rate suddenly dropped. In addition, at that time, the pump position in the aorta alarm was also frequent. However, purge pressures, purge flow rates, and motor current consumption values were all normal. Echocardiography and contrast-enhanced computed tomography scans were used to check the amount of fluid and pump position. However, there was no particular problem. A blood clot in the cannula was suspected and the policy was removed. Subsequently, the impella 5.5 was removed and a large amount of blood clots were found in the discharge site. The patient's hemodynamics were maintained with increased catecholamines, but it was determined that continued treatment with the impella was required. An additional graft was anastomosed and it was replaced with an impella 5.5. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
Optical signal issue/low pump flow: no product was returned. The data logs show that there are a few small spikes in motor current from (B)(6) to (B)(6). On (B)(6) into (B)(6) the motor current and flow dampen and there are positioning alarms seen. There is a motor current spike around 7pm on (B)(6) and flows become slightly saturated. Shortly after, at around 9pm there is another motor current spike but then the flows began to decrease and there are multiple suction alarm and impella position in aorta alarms. Flows remain low until the pump is explanted. The clinical stated that there was a large thrombus seen in the outlet cage upon removal. Based on the data log analysis the root cause of the low pump flow is most likely due to ingested biomaterial. Based on the data log analysis, the root cause of the optical signal issue is most likely due to ingested biomaterial that causes a false triggering of the alarms. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.